Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant, falsely elevated cardiac troponin result on a patient sample obtained on a dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer. A potential product non-conformance of the assay or the dimension exl with lm system was not identified. During the investigation, the customer found that the operator had been washing and re-using the dimension exl reactions vessels which are used for the cardiac troponin assay using the loci and heterogeneous module (hm) immunoassay testing modules. Reuse of loci reaction vessels is outside of the instructions in the dimension exl operator's guide. The customer was provided instructions regarding the proper use of the dimension exl reaction vessels. The device is performing with specifications. No further evaluation is required. .

Event description:
A discordant falsely elevated cardiac troponin I (tni) patient sample result was obtained on the dimension exl with lm system. The discordant result was not reported to the physician(s). A new patient sample was drawn and processed on an alternate non-siemens instrument. The redrawn patient sample resulted lower, was considered the true troponin result and was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cardiac troponin I (tni) results.